Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, d9, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: external stress caused distortion, which made it easier for the parts to interfere with each other. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: we confirmed that inspection methods for the suggested event was stated in IFU operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope forceps tabletop could not be lowered all the way. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.